Manufacturer narrative:
The company representative verified the "low vacuum" alarm and was able to narrow the issue to drive manifold assembly (part number 0014-00-0018). The k8 within the manifold was not closing properly. Drive manifold assembly was replaced. The company representative performed calibration, performance and functional tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "low vacuum" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.